Event description:
Information as it was reported to ams indicates that the "laser displayed 652,302.11 and 202.11 (error codes)" indicative of a system malfunction during a procedure. The customer was unable to resolve the issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome: there was no report of a patient or user injury.